Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The patient reported that he did not get an alert on his receiver for his low glucose setting of 70 mg/dl. He was doing physical labor, felt his blood sugar going down and returned to the golf cart. He did not receive any alert from the cgm. He went to a building with a refrigerator, opened the refrigerator door, and passed out. A helper witnessed the event and attempted to give him orange juice. The helper called the patient's daughter, who arrived and administered a glucagon shot. The patient's daughter called 911, and paramedics arrived and gave him additional juice. He started to come around. The paramedics tested his fingerstick bg twice. The results of 40s mg/dl and 68 mg/dl matched the cgm readings. The patient did not go to the hospital. At the time of report, the patient was doing good. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. Functional testing was performed and passed. A try it function test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The receiver case was opened for interior inspection and the inspection passed. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported. No additional patient or event information is available.